Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to broken cables and recurrent dislocations. Two of the four dall-miles cables were reported broken. All cables, poly liner, ceramic head, and (well-fixed) restoration modular proximal body were revised.